Event description:
It was reported that stent damage occurred. The 3.00mm x 24mm promus element plus stent was selected. During unpacking of the device, it was observed that the distal part of the stent seemed to be "compromised". The procedure was completed using another of the same device. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).